Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing associated with the right ventricular lead, oversensing due to non-physiologic signals/sensing integrity counter, and unexpected delivery of ventricular tachyarrhythmia therapy. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range.

Event description:
It was reported that the patient presented to the emergency room due to four inappropriate shocks. The right ventricular (rv) lead exhibited high thresholds, no capture, high pacing impedance, noise and high sensing integrity counter (sic). It was noted that there was a possible fracture. The rv lead was and device therapies were turned off, and a lead replacement was scheduled. During the explant procedure, it was noted that the lead conductor just spun freely when the rotation tool was used in an attempt to retract the helix for lead removal. No torque buildup was seen after twenty turns. The physician cut the lead in preparation for lead extraction and was unable to pass a stylet down the lead. The physician gently pulled on the exposed lead conductor and a few inches of the conductor came freely out of the lead as if there was a fracture distal to the intentional scalpel cut. The lead was recut distal to that fracture and a stylet was easily passed. The rv lead was extracted without complications and replaced. No further patient complications have been reported as a result of this event.